Event description:
My mother had a trap ease vena cava filter made by cordis inserted in her in 2006. Product and lot number ref 466p306au lot r0306456. It was inserted by one dr. My mother is now a patient at another hospital and is being treated by two other drs. The vena cava filter has become dislodged and is close to severing an artery. Have there been complaints of this device being defective or could it have been inserted improperly by an incompetent doctor?